Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically repositioned due to dislodgement. This malfunction was detected because of pauses and 3rd degree heart block. Patient was in cardiac critical care (ccu) so there were no symptoms experienced. No additional adverse patient effects were reported.